Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation. However, the field service engineer performed troubleshooting, which included cleaning the connection socket, checking system settings and wiring, and conducting function tests with three endoscopes, all of which were satisfactory. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In troubleshooting: the olympus technician was onsite and performed troubleshooting for the subject device. The connection socket was cleaned and the system wiring was checked. Next was function tests with three endoscopes and the result was ok. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source was tested with other devices from the 185/190 series. However, no image was displayed on these two devices. The issue occurred, during preparation for use. There were no reports of patient injury or harm.